Manufacturer narrative:
Final device investigation found that the device was returned with the distal cutting blade portion of the inner shaver broken off and missing with very little signs of metal fatigue. There were no visible scraping or scouring marks on the inner and outer subassemblies. The inner shaver could easily slide into the outer shaft and when spun on its axis, no metal to metal scraping was noted. The device history record was reviewed, and no discrepancies were noted.

Event description:
It was reported that while using the device on an ankle scope, it was noticed that the tip of the blade was missing. Use of the device was stopped and another device was used. An x-ray of the joint was taken, but the piece could not be seen. The missing piece was not located. The pt was doing well after the procedure.